Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the no electrode was present of the sensor. The customer¿s blood glucose value was 101 mg/dl at the time of incident. The customer also stated that the electrode did not stay in body. The sensor will not be returned for analysis.